Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation with 425cc mentor memorygel breast implants experienced left sided rupture post procedure. The ruptured implant was discovered during replacement surgery. Bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2019. Mentor received the information regarding the left sided rupture on (B)(6) 2019. On (B)(6) 2019 mentor received additional information. The replacement surgery was being performed due to bilateral ptosis on the implants. This report relates to the left prosthesis. See 1645337-2019-11735 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/7/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample a crease was observed on the posterior view. Within the crease an area of missed material measuring approximately 3.6 cm x 2.8 cm was observed on the anterior and extending to the posterior view. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).